Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was sticking out. The customer's blood glucose level was 303 mg/dl and customer declined troubleshooting for high blood glucose. The customer treated high blood glucose with manual injection. The customer reported that insulin pump would not exit the preparing to prime loop and insulin was squirting out during the manual prime process. The insulin pump will be returned for analysis.